Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to failure of electropneumatic proportional valve. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the insufflator exhibited a secondary pipeline leak abnormality, due to electric hydrant failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.